Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an implantable neurostimulator (ins) implanted on (B)(6) 2015 that was replaced and repositioned on (B)(6) 2019 for recharging problems as it was too deep. Additional information was received from the rep. It was reported that this was the same ins as the one that was implanted after (B)(6) 2019 and that it was only moved, not replaced; however, this information conflicts with the manufacturing date of that ins. It was noted that this information was confirmed with the physician/account. The ins implanted after (B)(6) 2019 was reported in manufacturer report # 3004209178-2021-17581.